Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('left abdominal pain/ pain'), device dislocation ('migration'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (ess205) (batch no. 624001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included adenomyosis, uterine fibroids and paratubal cyst. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pruritus genital ("genital itching"), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and arthritis ("arthritis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, total left knee replacement and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, device dislocation, genital haemorrhage, pelvic pain, pruritus genital, autoimmune disorder, headache, fatigue, dyspareunia and arthritis outcome was unknown. The reporter considered abdominal pain, arthritis, autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain and pruritus genital to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: metal coils identified in both fallopian tubes. Benign para tubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-jan-2020: pif received: new event migration of device added. Reporter details added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('left abdominal pain/ pain'), device dislocation ('migration') and genital haemorrhage ('bleeding') in an adult female patient who had essure (ess205) (batch no. 624001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included adenomyosis, uterine fibroids and paratubal cyst. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pruritus genital ("genital itching"), autoimmune disorder ("autoimmune-like symptoms"), headache ("headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and arthritis ("arthritis") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy da vinci with bilateral salpingectomy, total left knee replacement and endometrial ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, device dislocation, genital haemorrhage, pelvic pain, pruritus genital, autoimmune disorder, headache, fatigue, dyspareunia, arthritis and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, arthritis, autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain, pruritus genital and uterine leiomyoma to be related to essure (ess205). The reporter commented: discrepancy in essure insertion date - (B)(6) 2007 and (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: metal coils identified in both fallopian tubes. Benign para tubal cysts.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-jul-2020: mr received- case became medically significant. New event of uterine fibroid added. Rcc added. Event of autoimmune disorder downgraded to non-serious. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('left abdominal pain/ pain'), device dislocation ('migration'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (ess205) (batch no. 624001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included adenomyosis, uterine fibroids and paratubal cyst. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), pruritus genital ("genital itching"), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia") and arthritis ("arthritis"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, total left knee replacement and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, device dislocation, genital haemorrhage, pelvic pain, pruritus genital, autoimmune disorder, headache, fatigue, dyspareunia and arthritis outcome was unknown. The reporter considered abdominal pain, arthritis, autoimmune disorder, device dislocation, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain and pruritus genital to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: metal coils identified in both fallopian tubes. Benign para tubal cysts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('left abdominal pain/ pain'), genital haemorrhage ('bleeding') and autoimmune disorder ('autoimmune-like symptoms') in an adult female patient who had essure (ess205) (batch no. 624001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included adenomyosis, uterine fibroids and paratubal cyst. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), arthritis ("arthritis"), pruritus genital ("genital itching") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, total left knee replacement and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, autoimmune disorder, headache, fatigue, dyspareunia, arthritis, pruritus genital and pelvic pain outcome was unknown. The reporter considered abdominal pain, arthritis, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain and pruritus genital to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: metal coils identified in both fallopian tubes. Benign para tubal cysts.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-may-2019: quality-safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("left abdominal pain/ pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (ess205) (batch no. 624001) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2. Concurrent conditions included adenomyosis, uterine fibroids and paratubal cyst. In (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), headache ("headaches"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), arthritis ("arthritis"), pruritus genital ("genital itching") and pelvic pain ("pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, total left knee replacement and ablation). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, autoimmune disorder, headache, fatigue, dyspareunia, arthritis, pruritus genital and pelvic pain outcome was unknown. The reporter considered abdominal pain, arthritis, autoimmune disorder, dyspareunia, fatigue, genital haemorrhage, headache, pelvic pain and pruritus genital to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2018: metal coils identified in both fallopian tubes. Benign para tubal cysts. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.